Manufacturer narrative:
The user reported incompatible device. The freestyle libre 3 complaint was investigated and determined that there were no issues with the librelink application that would have led to the complaint. Attempted to replicate the user¿s complaint using similar device configuration of (iphone 13 mini, ios 16.2, 3.4.0.7228) or (samsung galaxy s20 fe 5g, android 13, 3.4.2.9593) and was unable to reproduce the complaint. No issues were identified with freestyle libre 3 application. Therefore, this complaint is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an incompatible device issue with the adc device in use with the adc application. The customer indicated feeling they had high sugar levels and experienced a seizure and loss of consciousness. The customer had contact with a healthcare professional, however, did not know of any medication being provided to them. There was no report of death or permanent impairment associated with this event.

Event description:
A customer reported an incompatible device issue with the adc device in use with the adc application. The customer indicated feeling they had high sugar levels and experienced a seizure and loss of consciousness. The customer had contact with a healthcare professional, however, did not know of any medication being provided to them. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.